Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s) on (B)(4) 2012. "Unit in noninvasive psv/imv mode stopped providing pressure and the unit needed to be turned off and back on then it worked for a short while and did it again. In the events log it showed: low ve alarm, circuit fault, low pip, low o2 inlet. Exp tidal volumes not reaching value. Set to 500 and only getting 300." The following description of the event was copied from the user facility med watch report rec'd by carefusion from the FDA on 04/15/2013. "Event description: issues with inspiratory volumes matching expiratory volumes. MFR response for transport ventilator, vela (per site report). Carefusion rep came in to investigate issue. He did extensive testing and found no problems with ventilator."

Manufacturer narrative:
(B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion rep. The carefusion field svc rep evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. The carefusion field svc rep ran the device through a complete checkout to ensure it meets all factory specifications. Upon completion, the device was returned to the customer ready to be placed back into svc. The carefusion field svc rep in conjunction with the user facility biomedical rep feel that the reported event could have been caused by a leak in the device pt circuit setup.